Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error occurred on a homechoice device during use. The patient was connected to the homechoice at the time of the alarm. The specific system alarm was unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported unknown system error alarm. An event history log review was performed and a system error 2240 alarm was identified. A visual inspection was performed and no issues were noted. A simulated therapy was performed successfully using the returned device. There was no non-conforming product identified during the sample analysis. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.